Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Additional information notes that the pulse generator also exhibited high impedance in the atrial channel.

Event description:
It was reported that atrial noise was noted and the pulse generator exhibited dried body fluid in the connector. The device was explanted and replaced.

Manufacturer narrative:
Analysis was normal.